Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl. The customer stated that they had received a no delivery alarm possible due to adhesive issues. The customer states the infusion set keeps falling off. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was treated with manual injections. The customer sent new quick sets. No further information was provided.